Event description:
Patient receiving infusion of saline via the winged infusion set. Fluid leakage noted around insertion site and needle found to have broken off inside the patient. Portion of the needle was still exposed and it was able to be removed using forceps.